Event description:
This report summarizes one malfunction. A review of the reported information indicated that an md800j vena cava filter model allegedly experienced perforation, detachment and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient 56 years old and weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation and medical records were provided and reviewed. Therefore, the investigation is confirmed for filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the detachment and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown vena cava filter model allegedly experienced perforation and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.